Event description:
Customer reported via phone call that there is a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. Traces of moisture were noted at the liquid crystal display board per visual inspection. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.